Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery (B)(6) 2011. Revision of hip components due to concern of early poly wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of polyethylene wear secondary to edge loading.

Event description:
Index surgery (B)(6) 2011. Revision of hip components due to concern of early poly wear.